Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/deli very and no delivery tests. No excessive "no delivery" error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer had high blood glucose of 422 mg/dl, which was treated with bolus wizard. Caller reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Caller was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test